Event description:
Monitor was displaying power board failure. There was no patient involvement. No delay in surgery.

Manufacturer narrative:
Integra has completed their internal investigation on august 10, 2017. Results: evaluation of returned device; the complaint evaluation verified the complaint as valid; error code e1057 was verified as to occur at the facility thus confirming the complaint incident. The log file for the device specific to the awareness date identified error code e1057 occurred on the 27-jun-17. The cam02 monitor was tested and verified as performing to specification and not the cause of the complaint incident. Investigation for cause: error code e1057 occurs when the user powers up the monitor with a low charged battery; which results in the unit to be unsuccessfully powered up using the battery. The cam02 monitor user guide 60903733 rev b chapter 2; setting up the system for the first time provides clear and adequate instructions to the user for battery charging requirements. DHR review; the DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Complaints history; based on the complaint reported ¿displaying power board failure, a review of the customer complaints was competed using the following key words ¿power board failure¿ in the search criteria. The review encompassed dates 24-jul-16 to 24-jul -17. A total of (B)(4) complaints were reviewed of which there are (B)(4) complaints which contained the search criteria. A review and analysis of the complaint reports was completed and is documented to ascertain if the complaint root cause analysis identified is related per this complaint. Rate of occurrence: during the time period ¿aug 16 to jul 17¿, the global product usage for cam02 monitors combined was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review ((B)(4)) can therefore be calculated as ((B)(4)) (occasional) of procedures. This percentage is outside the expected rate of occurrence scored in the health risk assessment. No further review required. Conclusion: the complaint was verified as valid; the cause was verified as a low charged battery which resulted in error code e1057 occurring at the reporting facility. The cam02 monitor user guide (B)(4) chapter 2; setting up the system for the first time provides clear and adequate instructions to the user for battery charging requirements. The battery is required to be charged for 5 hours to fully charge the battery.